Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the increased pressure with the device could not be determined at this time as the event could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the olympus high flow insufflation unit experienced a pressure fluctuation during an unspecified procedure. According to the initial reporter, the procedure was completed normally, without any delays or harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. There were no pressure issues noted. The device was tested for an extended time without issue, and met all inspection limits. If additional information becomes available following device evaluation, a supplemental report will be filed.